Event description:
The safesheath used for access during a pacemaker implant was found to have a break in the seal. As a result, there is a risk for intravascular air, had this device been left in place. The physician noted the problem and replaced the sheath with a different brand sheath. The vein accessed was normal without evidence of disease. The 7fr x 13 cm safesheath ii. The 0.035 x 50 cm j wire. Nothing else was introduced to the sheath. The sheath is splitting along the seam or possibly the diaphragm causing air to enter the sheath and potentially the pt.